Event description:
The customer found a section of 4x4 cotton gauze in his pack upon opening the pack for use. As the pack was sterile, the perfusionist proceeded to use the pack. The gauze has been retained.

Manufacturer narrative:
Pictures were provided to show the gauze in the kit. Based on the complaint and the picture provided, it is believed that the gauze fell into the kit at the sealing operation. This operation occurs after 100% inspection of the kits and this gauze is used to clean the sealing lip before the tyvek lid is sealed on the kit. The production supervisors and operators have been made aware of this issue during the sealing process. This complaint will be recorded and used to identify any trends occurring with this type of issue. (B)(4).